Manufacturer narrative:
Corrected data: was changed to reflect no patient involvement associated with the reported malfunction. The reported issue was resolved by changing the gas delivery engine (gde).

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that their avea ventilator generated constant low "positive end expiratory pressure" (peep) messages. In addition, a "high ppeak" alarm was also observed. The customer also observed that the exhalation valve was "clicking" loudly. The customer performed a calibration on the unit in an attempt to resolve the issue and a test run was performed for verification; after an hour of running the unit, it was observed that the ad counts drifted by 15 counts. The customer reported there was no patient involvement associated with the event.